Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high capture threshold, sensing anomaly, and an impedance anomaly. Chest x-ray showed that the lead was not dislodged. No intervention was reported. The patient was in good condition and would continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
New information indicated the lead exhibited loss of capture and undersensing. The patient condition was good. The reprogrammed device off.